Event description:
The customer reported that while this unit was in use on a pt, the unit constantly generated "leak in iab circuit" alarms. Blood entered the unit. The pt expired while on this unit. Refer to medwatch report #2221819-2001-00001 for the first unit involved in this incident.